Event description:
On june 23, 2006, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was displaying a "not ok" message. The med affairs spec spoke to the reporter on june 27, 2006, to obtain/verify info. On june 22, 2006, in the morning, the pt attempted to test himself, but was unsuccessful due to the "not ok" message. Although the pt was unable to get a blood glucose reading, the pt decided to take his prescribed morning doses of "novolog" and "novolin-n" insulin. It is not known exactly how much insulin was administered. At 10:00 am the same morning, the pt developed symptoms of a cold sweat, shakiness, and turning pale. The pt administered self-care by eating food and/or a beverage to raise his blood glucose. The pt's symptoms were relieved by the self-treatment. The pt then called lifescan the next day per the advice of a pharmacist. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test with the reported meter because of the hypoglycemia, and had to consume food and/or a beverage to treat his low blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/then and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.